Event description:
A malfunction was reported involving a pump screen that would not turn on while the pump itself was functional. There was no reported impact to the customer¿s blood glucose level. The distributor is awaiting the return of the pump for evaluation, and a replacement pump has already been issued to the customer.